Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: b1 and h6 (patient, device). H6 patient code: no code available (3191) used to capture the joint crepitation and surgical intervention.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device: patella clunk, patella tilt.

Event description:
The patient underwent a left knee revision due to pain, patella maltracking, crepitus, and tibial tray loosening at the cement to implant interface. The patella was noted to track with significant lateral tilt and there was contact of the lateral patella bone with the femoral component. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.